Manufacturer narrative:
An event with patient effects of EKG/ECG changes and air embolism was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient effects of EKG/ECG changes and air embolism could not be determined. A medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025, a 25- 18mm amplatzer talisman pfo occluder was chosen as an implant using a 8f amplatzer talisman delivery system for a percutaneous transcatheter closure of a patent foramen ovale (pfo). During deployment of the left atrial disc, st segment elevation was observed on electrocardiogram. The changes were attributed to the presence of air affecting the right coronary artery (rca). Air was noted in the patient during pfo implant. The physician believes this was due to air in the talisman sheath or talisman pfo occluder system and released when the pfo occluder disc was deployed. No bubbles were observed in the pfo talisman device during preparation, but bubbles were introduced into the patient as the left disc was deployed. No air bubbles were noted in the loader or hemostasis valve of the talisman pfo occluder. The patient was treated with medication while waiting for the air to clear. After stabilization and resolution of the air embolism, the pfo closure was completed

Event description:
It was reported on (B)(6) 2025, a 25- 18 mm amplatzer talisman pfo occluder was chosen as an implant using an 8f amplatzer talisman delivery system for a percutaneous transcatheter closure of a patent foramen ovale (pfo). During deployment of the left atrial disc, st segment elevation was observed on electrocardiogram. The changes were attributed to the presence of air affecting the right coronary artery (rca). The patient was treated with medication while waiting for the air to clear. After stabilization and resolution of the air embolism, the pfo closure was completed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.